Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure, the device did not seal. An end tone, indicating a complete seal cycle, was provided by the generator in use. The issue caused 100cc of blood loss and the surgeon manually sealed the tissue in order to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. The incident device was returned, evaluated and found to function within specification. Visual inspection found the cord cut in half. The cord was spliced and functional testing was performed on porcine kidney tissue. All seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.